Event description:
Telescope put into trocar to observe entering the abdomen. Difficult time getting telescope out of trocar. Very tight. Noted when we got telescope out that inside of trocar etched a ring around the telescope shaft.